Event description:
The manufacturer received information alleging a ventilator's screen turned dark and did not start ventilating when turning the power on for a final confirmation before delivery. When being able to start the device which completed maintenance for a test run, the screen turned dark. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's screen turned dark and did not start ventilating when turning the power on for a final confirmation before delivery. When being able to start the device which completed maintenance for a test run, the screen turned dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. It is determined that this issue was caused by a malfunction of the lcd. This device will be returned without repair as per a request from the customer.